Manufacturer narrative:
The cause for the falsely elevated advia centaur xp total hcg results is unknown. Siemens is investigating. The instruction for use (IFU) under the limitation section states the following: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results sometimes in consultation with other medical experts."

Event description:
Falsely elevated advia centaur xp total hcg results were obtained by the customer on fertility patients taking elonva (corifollitropin alfa). The reported results were questioned by the physician(s), and considered discordant as one patient result was negative when tested on an alternate hcg test method, and the other two patients had not received donor sperm treatment, and were not considered pregnant. There are no reports of adverse health consequences due to the elevated advia centaur xp total hcg results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00082 on (B)(6) 2016 for falsely elevated advia centaur xp total hcg results obtained by the customer on fertility patients taking elonva (corifollitropin alfa). 12/06/16 - additional information: siemens' complaint investigation has identified that elonva is used for follicle stimulation for in vitro fertilization (ivf) treatment. The structure of elonva is similar in nature to endogenous hcg as well as fsh and it is therefore expected that there may be some cross reactivity with any hcg assay. Siemens confirmed with the customer, that hcg is measured early in the cycle as part of a general screen for all their patients. Hcg is not routinely used during elonva use (as monitoring uses estradiol and follicle size measurements.) While elonva was not specifically tested with the advia centaur thcg assay or mentioned in the instructions for use, the potential for interference is captured in the limitations section of the instructions. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) under the limitation section states the following: "this test may be used for detecting pregnancy by the first day of the missed menstrual period. All in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents. Erroneous results due to interference are repeatable over time. Persistent serum hcg results in the range of 10 to 100 miu/ml (more typically 10 to 50 miu/ml) over several months suggests that the patient's blood may contain an interfering substance and produce erroneous results. Identified sources of interference that have the potential to bind to and interfere with any component of the assay include: plasma components (clotting factors). Serum proteins (such as rheumatoid factor). Heterophile and anti-animal antibodies (such as anti-mouse, anti-rabbit, anti-goat) anti-idiotype antibodies. Interference can also be caused by: drugs and drug metabolites. Cross-reacting substances. If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results-sometimes in consultation with other medical experts. This kit is not intended for any use other than assessment of pregnancy status." The instrument is performing within specifications. No further evaluation of the device is required.